Event description:
The product specialist who is on behalf of hospital, has reported that, surgeon had performed a surgery in the operation room (or) and had used the company's product to protect the patient's skin during surgery. After spray, surgeon used electrocautery to stop bleeding and noticed sparks shot up from the patient's skin, about six (6) centimeters (cm) high. Also, reported that there was no injury at patient, only redness at skin was observed. No photo was available at this time.

Manufacturer narrative:
(B)(6). The device has malfunctioned and would be likely to cause or contribute to a death or serious injury if it were to recur. Based on the circumstances of the reported complaint, the case has been submitted as a reportable malfunction and there was minor harm experienced, and it has been reported under imdrf health impact code and clinical code. Based on the available information, this event is deemed to be a reportable malfunction. A review of the instructions for use (IFU) by the convatec clinical team noted the flammable warnings are included on the product and the product packaging has the necessary warning symbols to highlight this. The IFU also includes warnings to keep away from ignition sources. The labelling indicates that the product is highly flammable and it should not be used where there are potential ignition sources. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 third party manufacturing site: 3010605379